Event description:
It was reported that the patient underwent a left, indirect, open inguinal hernia repair procedure in late 2007. The surgeon has indicated that on nine days later, the patient was examined and had developed an infection. The infection was a superficial surgical site infection. No further information was provided at this time.

Manufacturer narrative:
An infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.